Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation that resistance was felt when the coil was placed in the microcatheter and the coil may have broken inside the microcatheter, the lines were flushed before the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath. Visual inspection of the device revealed that the delivery wire and proximal contact were kinked. The main coil was found to be prematurely detached/separated due to a physical break at the main coil junction as well. Functional testing could not be performed due to the damaged condition of the returned coil. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during preparation that resistance was felt when the coil was placed in the microcatheter and the coil may have broken inside the microcatheter, the lines were flushed before the procedure. There were no clinical consequences to the patient.